Event description:
Pt is a para 2 white female, status post bilateral implantation of 210 cc h/s gels for augmentation on 4/16/76. Decreased siege, encapsulation in first yr with no history of trauma. Pt complained of pain, burning dysesthesias inferiorly, systemic symptoms developing with loss of vision od, arthralgias, morning stiffness, swelling, pryalgias, paresthesias, spasms, adenopathy, fatigue, sleep disturbances, hot flashes, drenching sweats, headaches, dizziness, dental problems, visual disturbances, memory loss, sicca, rashes, oral sores, sensitivity to sun/cold, positive for raynaud's, "sob/cp", costodrendritis, gi/gu problems, easy bruising, weight gain, tinnitus. Pt otherwise healthy.